Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable right ventricular (rv) lead had possible infection. There were no additional adverse patient effects reported. All available information indicates that the rv lead remains in service.